Event description:
Reporter noted particles in eye one day post-op. Patient is fine, eye is quiet; no plans to remove particles. Used 2-handed technique during procedure; possible that second instrument was bumped by phaco tip during use.

Manufacturer narrative:
Product/particles not available for evaluation.